Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Surgeon placed a buttress locking plate from an anterior approach into s1 after l5-s1 alif. When surgeon was inserting locking screw into the expansion head screw, the locking screw broke off below the head of the screw. It is reported very little torque was used. The fragment of the locking screw is screwed into the left expansion head screw, which remains implanted. The expansion head screw could not be removed with the locking screw; surgeon opted to leave it in place. No further information is available. This is 2 of 2 reports for this event.